Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath and dispenser hoop. Device analysis revealed that the main coil was stretched and broken, and the delivery wire was kinked likely due to handling. During functional evaluation of the coil, friction was observed when the coil was pushed through the introducer sheath. The device was confirmed to be in good condition prior to use. It is likely that friction was encountered due to some procedural factors encountered during the procedure and that the coil stretched and broke when excessive force was applied while pulling the coil out from the introducer sheath. Based on information available and device analysis an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the main coil was broken/fractured. There was no impact to the patient.